Manufacturer narrative:
Device analysis conclusion: the wire was received at csi for analysis. Visual examination confirmed the reported fracture. The distal guide wire section was not returned for analysis, which is consistent with details reported to csi. Scanning electron microscopy analysis of the fracture face shows evidence of necking and tensile failure. It is hypothesized that the guide wire was pulled in tension until failure during the removal attempt. This is consistent with details reported to csi. However, this could not be conclusively confirmed, and the exact cause of the fracture is unknown. The material inspection report for this wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of lesions in the right coronary artery (rca), which was 75%-90% stenosed. Two lesions were identified for atherectomy via intravenous ultrasound (ivus). Three distal-to-proximal, low-speed treatments were performed. Ivus then confirmed treatment was successful for the distal lesion, but the ostial lesion had not been engaged by the crown. Three additional high-speed treatments were performed on the distal lesion. A stent was placed in the area of distal treatment. The viperwire was visualized on imaging and determined to have been advanced farther than intended. Upon attempted removal of the wire, it became entrapped on the stent. Additional force was applied to remove the guidewire. A perforation was then caused by a non-csi device. The patient remained stable, and the physician used a guideliner to continue attempts to remove the wire. The tip of the wire fractured. A stent was deployed to resolve the perforation. The previously placed stent was destroyed, and no devices could be advanced through it. The tip of the wire was abandoned in vivo. The physician confirmed sufficient flow, and the patient's condition was stable.

Manufacturer narrative:
Device analysis conclusion: the wire was received at csi for analysis. Visual examination confirmed the reported fracture. The distal guide wire section was not returned for analysis, which is consistent with details reported to csi. Scanning electron microscopy analysis of the fracture face shows evidence of necking and tensile failure. It is hypothesized that the guide wire was pulled in tension until failure during the removal attempt. This is consistent with details reported to csi. However, this could not be conclusively confirmed, and the exact cause of the fracture is unknown. The material inspection report for this wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of lesions in the right coronary artery (rca), which was 75%-90% stenosed. Two lesions were identified for atherectomy via intravenous ultrasound (ivus). Three distal-to-proximal, low-speed treatments were performed. Ivus then confirmed treatment was successful for the distal lesion, but the ostial lesion had not been engaged by the crown. Three additional high-speed treatments were performed on the distal lesion. A stent was placed in the area of distal treatment. The viperwire was visualized on imaging and determined to have been advanced farther than intended. Upon attempted removal of the wire, it became entrapped on the stent. Additional force was applied to remove the guidewire. A perforation was then caused by a non-csi device. The patient remained stable, and the physician used a guideliner to continue attempts to remove the wire. The tip of the wire fractured. A stent was deployed to resolve the perforation. The previously placed stent was destroyed, and no devices could be advanced through it. The tip of the wire was abandoned in vivo. The physician confirmed sufficient flow, and the patient's condition was stable.